Event description:
It was reported that the device was overheating during set up at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that the device was overheating during set up at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: d9, h3 the quality investigation is complete.